Event description:
On 4/3/99 at about 5-5:30 am, this 2 year old pt's heparin lock was found to have come apart at the screw cap end of the t-connector at some point earlier in the night. The t-connector had been inserted in a jelco 22 gauge angiocath catheter in a vein on the dorsum of the pt's left hand and secured by tape and gauze bandages to an arm board in the usual fashion. The pt had been asleep at the time. Her mother was sleeping on a fold out bed in the pt's room. There was a considerable loss of blood, covering much of the pt and creating a blood spot on the bed sheet approx 12 inches in diameter and containing clots. The disconnect was only noticed by happenstance when the pt awakened upset (presumably finding herself covered in sticky blood) and awakened her mother. At the same time, the rn was coming into the room to check on the IV pump and met the pt's mother on her way out to notify her about the problem. "Needless to say, this could have been far more serious had the pt not awakened her mother or the rn not had other reasons to visit the pt's room. I believe there is a real possibility the pt could have bled to the point of shock, at which point her cardiopulmonary monitor would have likely alarmed due to tachy- or bradycardia." Two rn's directly involved in the pt's care, one of whom had started the IV the previous afternoon, and a third who joined in the conversation, were interviewed after this event. They all agree that the luer adaptors on the baxter interlink t-connectors were much looser when inserted into jelco angiocatheters, and the screw caps far easier to dislodge than with past t-connectors. This would be particularly worrisome in an energetic, mobile pediatric pt population, but represents a serious danger to any pt. "I personally inspected the failed apparatus and several unused baxter interlink t-connectors fresh from the package. It was immediately clear to me that this situation could be very easily recreated due to an inadequate catch mechanism (easily stripped) between the screw cap on the t-connector and the two small flanges on the cap of the jelco angiocath, allowing for the tiny flanges to be "jumped" with minimal torque, defeating the screw mechanism. It was also immediately clear to me that a simple collar designed to be clipped against the screw cap once it was tightened would prevent the problem altogether. I have reported this to hosp's safety officer, risk mgmt personnel and regional medical equipment quality assurance personnel. The apparatus has been removed from use at this hosp. In addition, baxter was immediately notified and, after their own investigation, sent me a letter summarizing their conclusion that this event was unreproducible and apologizing "for the inconvenience this issue may have caused you or your staff." Needless to say, I do not accept these findings as satisfactory."